Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during device check, the thermogard system exhibited tcmid:02 (ce danfoss error) error message. No other information was provided. No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint for the thermogard displaying error message tcmid:02 (ce danfoss error) was not confirmed during initial functional testing and archive review. However initial functional testing failed as the thermogard displayed the tcmid:04 (ce response timeout) error message upon start, unrelated to the reported complaint. Root cause was determined to be a faulty lm 34 temperature sensor. A visual inspection was performed and top lid, pump lid and casters are loose, prime cover and handle screws are missing, lid bumpers and white rollers are damaged, coldwell reservoir assembly is short to chassis, unrelated to the reported complaint. The thermogard is a reusable device and was manufactured on 2011. Therefore, this type of issue is characteristic of normal wear and tear. During the review of the event log, multiple error message tcmid:04 were observed, unrelated to the reported complaint. Following the repair and replacement of the parts, the thermogard was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).